Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device had a poor staple formation. After firing, the staplers were standing upright on the remaining stomach side and the stomach was opened, it could not be closed fully, because the staplers were not formed. The surgery time was extended more than 30 minutes to be able to close the openness and to provide the staple line continuity again. The remained openness of the stomach was sutured with the intra-corporeal suture technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.